Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with elecsys hcg on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. Roche manufactures two hcg assays, the elecsys hcg test system and the elecsys hcg + beta test system. It was asked, but it is not known which assay was used. No units of measure were provided for the hcg values. The sample initially resulted with an hcg value of 11.58. The sample was repeated twice, each time resulting with values of < 6. No adverse events were alleged to have occurred with the patient.